Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The devices remain implanted, therefore no product evaluation is able to be conducted. The package insert states possible adverse events that may occur following the placement of the total tmj replacement system are facial swelling and/or pain and facial nerve dysfunction. The screw part numbers are unknown. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. (B)(4). Report four of four for the same event, reference reports 0001032347-2016-00780, -00781, and -00782.

Event description:
The patient reported she had her six month post operative appointment where she discussed the two issues she is having with her surgeon. She reported a tender spot under her left jaw and a nerve issue on the right side of her face. She stated nothing was said about the tender spot but her surgeon informed her to massage the right side as the nerves are regenerating themselves. She states it hurts after massaging so she doesn't do it again for a day or two. She states she still has a weird feeling in her chin area as well that she assumes is the nerves too. In addition, she reported going to weeks of physical therapy after the surgery due to swelling that would not go down. She stated she is due for her yearly appointment in (B)(6) so she will just wait to see her surgeon then.